Event description:
It was reported that the arctic sun device would not pass calibration as it failed for both an error 80 (non-recoverable system error) and an error 2 (low flow) . Biomed discussed this could be related to failure of the mixing pumps and circulation pumps. As per follow up information received on 13jun2022, biomed would determine if device would be sent in for evaluation. There was no patient involvement. As per sample evaluation results received on 24jun2022, the arctic sun device was primed to fill during decontamination. It was noted that the disassembled circulation pump from the motor and visible inspection observed a crack in the motor housing. It was stated that they replaced the circulation pump motor as part of the preventive maintenance .

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the reported issue could not be reproduced. No repairs related to the reported problem were required. A 2k pm was performed. Unit circulation pump had to be primed to fill unit. Initial test, no flow was observed. Replace tank tubing due to normal wear as preventive maintenance. Disassembled circulation pump from the motor, visible inspection observed a crack in the motor housing. Performed the pm procedure on the device. Serviced the mixing pump. Replaced the circulation pump assembly, pump / motor / flow meter. Replaced the heater manifold o-rings, drain valves, tank tubing, and the coin cell. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. It is unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was not in use on a patient. A DHR is not required as this is not an out-of-box failure. Labeling review is not required as the reported event is unconfirmed. Corrections: d,h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated

Event description:
It was reported that the arctic sun device would not pass calibration as it failed for both an error 80 (non-recoverable system error) and an error 2 (low flow) . Biomed discussed this could be related to failure of the mixing pumps and circulation pumps. As per follow up information received on 13jun2022, biomed would determine if device would be sent in for evaluation. There was no patient involvement. As per sample evaluation results received on 24jun2022, the arctic sun device was primed to fill during decontamination. It was noted that the disassembled circulation pump from the motor and visible inspection observed a crack in the motor housing. It was stated that they replaced the circulation pump motor as part of the preventive maintenance .